Event description:
Patient undergoing photovaporization of prostate with greenlight laser. During the procedure the laser fiber tip broke off while in the patient. The surgeon was able to retrieve the tip without injury to the patient. The representative from the contracted laser provider took the broken fiber tip with him to include with his report to his company.